Event description:
Abdominal pain, abdominal distension, fluid in pelvis, bowel was inflamed. Information was received from a reproductive endocrinologist in 2004 regarding a pt (age, sex, initials not provided) who underwent surgery in 2004 and the surgeon rehydrated the seprafilm to make a gel and squirted it through an endoscope. The next day, the pt developed abdominal pain, distension, and was found to have a white blood cell (wbc) count of more than 20,000/ mm^3. Two days later, the pt underwent re-operation. The general surgeon found a black, murky fluid in the pelvis. The bowel was inflamed, but not perforated. There were areas of local inflammation and healing in the peritoneum. The fluid was drained and a jackson-pratt drain was placed. Two days later, the drain was releasing serosanguinous fluid and the pt's wbc was down to 9000/mm^3. The relationship was not specifically provided by the physician, however he did provide that a causal relationship to seprafilm may or may not exist. Additional info was received from a general surgeon the following month regarding the pt's adverse events. The pt presented after the initial surgery with tachycardia, but not in a hyperdynamic state. The abdominal findings were consistent with acute peritonitis. The pt had a wbc count of 20,000/mm^3. The surgeon tried to look in through an endoscope inserted through the umbilicus, but could not visualize anything due to the distended bowels. The surgeon performed open surgery, and saw that the small bowel was distended and inflamed, described as beefy red with fibrinous material adherent to the bowel. There was a murky fluid. The surgeon irrigated the abdominal cavity thoroughly and peeled the fibrinuous material off the samll bowel. The surgeon placed a drain and the pt was put on antibiotics. The following day, the pt's wbc decreased and the pt improved. The fluid from the pelvis was sent for tests and cultures and was described as fibrinous. The cultures came back negative. The surgeon described the reaction as an inflammatory response. The relationship between the adverse events and seprafilm were not provided by the physician. Additional info was received the following month from the general surgeon who performed the pt's follow-up surgery. The pt's initial surgery for which they received the seprafilm "slurry" was laparoscopic laser ablation of endometriosis by an obstretrician-gynecologist. The pt had a wbc of 20.8 (date and units not provided). The follow-up surgery performed 2 months ago include diagnostic laparoscopy, exploratory laparotomy, irrigation, and placement of an intra-peritioneal drain. At the time of the report, the pt was recovered with sequelae of diarrhea, activation of ulcerative colitis, and an abdominal incision. The relationship between the advese events and seprafilm was provided as probably, per the general surgeon. Manufacturer comment: seprafilm adhesion barrier should be kept dry prior to applicaiton. Rehydration of the seprafilm to create a gel or slurry is an off-label use of the product.